Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to impedance greater than 2500 ohms and fracture near the clavicle.